Event description:
It was reported that the patient experienced pacing induced cardiomyopathy and the device was upgraded to a biv crt-d for the treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).